Event description:
The customer stated she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. The customer stated she experienced nausea, headache and ketones. The customer declined troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.